Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead returned in one piece. Visual inspection of the lead found external insulation abrasion that breached the outer insulation and exposed the outer coil consistent with friction to the device can and was found at 16.5 cm to 16.6 cm from the connector pin. All other damages found are consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.